Manufacturer narrative:
Qc was performed within 24 hours prior using unexpired controls and passed for both levels of qc. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 5:27 pm the result was <10 mg/dl. At 5:44 pm the result was 91 mg/dl. At 9:48 pm the result was 11 mg/dl.